Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's caregiver reported that the user experienced variable blood glucose (bg) readings ranging from 55 to 370 mg/dl. The events were corrected with carbohydrates and correction insulin. The user did not require hospitalization or medical intervention, and no long-term health effects were reported.